Manufacturer narrative:
Missing retainer ring noted. Scratched casing, minor scratches on lcd window, pillowing keypad overlay, scratches keypad overlay texture and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the edge of the insulin pump is loose and possibly cracked. Customer's blood glucose was unknown at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.